Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse inspected the probe area and found that the probe wash collar was not flush with holder. The fse replaced the wash collar and associated compression spring. Alignments and analyzer operations were verified per established procedures. Results meet published performance specifications. Bec identifier for this report is (B)(4).

Event description:
A customer reported that the wash collar on their unicel dxh 800 coulter cellular analysis system was leaking. All of the lab technicians working on the instrument were wearing personal protective equipment (ppe) consisting of lab coat, gloves and safety goggles at the time of the event. The customer acknowledged receiving the product corrective action (pca (B)(4)) notifying customers of this issue. The front shield was in place and the users were not in contact with the fluid. There was no impact to sample results. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or connected with this event.